Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. Based on the investigation of the returned sample, the stent was found partially deployed and stuck into the introducer sheath. No test was performed. A 'partial deployment' issue is confirmed as well as the cascading event 'retraction problem'. Deployment issue may be related to difficult anatomic conditions or a challenging placement site. Insufficient flushing of the device prior to use may be a contributing factor. Based on the information available a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use sufficiently addressed the potential risks. Regarding preparation of the device the instructions for use states that 'prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline (...) Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the instructions for use states: 'prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure.' The instructions for use further states in regard to accessories: 'the use of an appropriately sized introducer sheath is recommended. Regarding the precautions the instructions for use states 'the safety and effectiveness of the device when placed across an aneurysm or a pseudoaneurysm has not been evaluated' as well as 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device'. The packaging pictograms indicate an introducer size of 10f and a 0.035" guidewire. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during stent deployment procedure, the stent allegedly had resistance while deployment and failed to deploy. It was further reported the stent allegedly hanged up inside the sheath during removal procedure. The procedure was completed with using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, the photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2023).

Event description:
It was reported that during stent deployment procedure, the stent allegedly had resistance while deployment and failed to deploy. It was further reported the stent allegedly hanged up inside the sheath during removal procedure. The procedure was completed with using another device. There was no reported patient injury.